Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00395 and MDR #1828100-2015-00424. During the laboratory evaluation, the product surveillance technician (pst) was able to duplicate the reported issue. The pst observed underspeed then beltslip message on roller pump display while the pump was running near maximum occlusion. No mechanical or electronic anomalies were observed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis was performed which confirmed several "underspeed" messages in the log. The software for this roller pump was upgraded to 1.40 a day prior to this complaint being reported. Per frequently asked questions (faqs) of software 1.40, the new software 1.40 responds to situations where pump jam would have occurred by running more slowly than commanded for a short period of time. Under these conditions, the "underspeed" message may be displayed. This is a normal and expected response and the "underspeed" message will clear as the pump rotates and achieves the expected speed set by the user. No additional action will be taken at this time.

Manufacturer narrative:
The roller pump was moved to the service center where the service repair technician (srt) observed the motor to be pulsating with no load on the roller pump. The pump was at zero occlusion, with no tubing and underspeed/beltslip messages were observed. The motor was replaced which resolved the issue. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an "underspeed" error on the arterial roller pump. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: this roller pump was being used as the arterial pump and the perfusionist (ccp) had no issue with setting occlusion of the pump (during prime) and he was able to set using his usual practice. The ccp did mention, that the manufacturer field service representative (fsr) updated the software of this pump the previous day to version 1.40 (from 1.30). About 30 minutes into cpb at a flow rate of about 4 liters per minute (lpm), an "underspeed" alert message was posted and an audible tone was observed. The ccp stated that the pump speed would speed up and slow down, appeared to be in a pulsatile mode though pulse was not being used. According to the cpp, it appeared the pump may have been over-occlusive due to "pulse like" behavior, and the ccp gradually loosened the occlusion until the patient and circuit pressure dropped and the volume in the venous reservoir increased. As this now indicated the occlusion was too loose, the ccp gradually tightened the occlusion until the pressures increased back to previous levels and the venous reservoir started to drop in volume (indicating the occlusion was adequate). In spite of these efforts, there continued to be intermittent "underspeed" alerts (with pulse like behavior) for the remainder of cpb. As the pump did not stop and perfusion indicators were adequate, the ccp continued to use the pump for the remainder of the procedure. According to the ccp, there were no beltslip or pump jam messages during the procedure. The case was completed successfully, without delay and without associated blood loss. The pump was not changed out during the procedure. There was no harm observed.